Event description:
The customer stated a "burning smell and popping noise" occurred during demographics entry when preparing to run a sample on the cell-dyn 1800 analyzer. The customer also noted a small amount of smoke from the back of the analyzer. There was no visible flame. The analyzer was unplugged from the wall. A field service representative inspected and serviced the analyzer. An inoperative power supply was removed and replaced. There was no injuries involved and no damage to the surrounding area or instruments.

Manufacturer narrative:
(B)(4). In response to this issue, an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the risk management file for the cell-dyn analyzer. Attempts to obtain the power supply assembly were unsuccessful. The risk management file for the cell-dyn 1800 was reviewed and found to indicate that system components (i.e. Power supply) are potential source of burns, fire, or smoke but controls are in place to reduce risk include over current protection (fusing), covers, and instructions in the operator's manual to not remove covers during operation, safety icons, hazard warning labels, and fuse labeling. A review of the global service and support (gss) from (B)(4) 2009 through (B)(4) 2010 indicates that the power supply assembly, p/n 8921029202, has an average of (B)(4)reliability worldwide. Product labeling was reviewed and found to adequately provide information to assist in problem identification, isolation, and corrective actions, as well, as the procedures in an emergency situation. A non-statistical trend review was performed in the complaint analysis trending system for the reported issue from (B)(4) 2010 through (B)(4). No trend was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue. The root cause of the reported event could not be determined because the power supply was not available for investigation.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.